Event description:
It was reported that the display of the cs300 intra-aortic balloon pump (iabp) was dark and fuzzy. It is unknown under which circumstances the event occurred or if a patient was involved, however, there was no adverse event reported.

Manufacturer narrative:
Updated fields: d4(unique identifier (UDI) #), h6(evaluation method codes).

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h10. H11. Corrected fields: h6 (patient codes).

Event description:
It was reported that the display of the cs300 intra-aortic balloon pump (iabp) was dark and fuzzy. It is unknown under which circumstances the event occurred or if a patient was involved, however, there was no adverse event reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and confirmed that the screen was not working. The stm replace the coiled cable and color video receiver board and noted the console was working as it should once the parts were replaced and the iabp was restatrted. The iabp was then functional tested without any further failures with all safety, calibration, and functionality checks to factory specifications. The iabp was released to customer and cleared for clinical use. (B)(6).

Event description:
It was reported that the display of the cs300 intra-aortic balloon pump (iabp) was dark and fuzzy. It is unknown under which circumstances the event occurred or if a patient was involved, however, there was no adverse event reported.